Event description:
Customer reported a signal loss from the panorama central station's ambulatory telepack. No patient injury was reported.

Manufacturer narrative:
Customer was provided with a replacement telepack.